Event description:
The following info was reported to kci by the nurse: on (B)(6) 2013, the nurse observed 100cc of bright red blood in the v.a.c canister and tubing. The same day, the patient received two units of packed red blood cells. Per the patient's medical records, on (B)(6) 2013, unrelated to v.a.c therapy, a left calcaneus osteotomy with debridement of necrotic tissue was performed. On (B)(6) 2013, v.a.c. Therapy was reapplied and the patient was discharged.

Manufacturer narrative:
On (B)(6) 2013, the patient was admitted to the hospital due to a worsening diabetic ulcer and the patient was prophylactically placed on antibiotic therapy. Subsequently, performed on an unk date, MRI findings were suggestive of posterior calcaneal osteomyelitis subjacent to the diabetic ulcer, unrelated to v.a.c therapy. On (B)(6) 2013, the patient underwent a balloon angioplasty of left external iliac, superficial femoral artery, personal artery, popliteal, and anterior tibial artery, as well as an angioplasty of right common iliac artery. Based on info provided, it cannot be determined if the alleged hemorrhaging is related to v.a.c. Therapy. An osteotomy and debridement were performed the same day as this event and the pt was concomitantly on anticoagulant therapy. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c therapy, certain patients are at high risk of bleeding complications. The following types of patients have increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.